Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 systems image brightness would fluctuate during fluoro exposure. It was also reported that there was a keyboard failure and the cine images are being erased. There was no report of patient injury.